Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an implanted impella 5.5 generated a placement signal not reliable alarm. The pump was repositioned to resolve the error. No patient harm was reported.

Manufacturer narrative:
A.4, a.5, and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.